Manufacturer narrative:
Batch review performed on 06-august-2019: lot 1213731a: 1 item manufactured and released on 7 december 2017. No anomalies found related to the issue.

Event description:
Per-operative tibia fracture around diaphysis discovered after the tha surgery with amis mobile leg positioner. The cause of the fracture might be considered that the operation procedure of external rotation and hyperextension by the leg positioner. The patient knee was immobilized with the casts. No additional surgery was planned.